Event description:
On (B)(6) 2010, patient reported concern with insulin delivery through infusion device. Patient changed the insulin cartridge the night before report and attempted to prime the infusion tubing. Patient noticed the prime was "extremely slow," and he had to complete prime several times. Patient connected to infusion site and resumed normal operation. Blood glucose began to elevate to 500-600 mg/dl range, and patient felt light-headed and anxious. Target blood glucose is 120-140 mg/dl. Patient changed the insulin cartridge and infusion set again and bolused to correct elevated blood glucose. Blood glucose was then "hi" on glucometer. Patient switched to backup infusion device and bolused again to correct hyperglycemia. Blood glucose had returned to normal range on morning of report. Time and basal rates were programmed correctly. No errors or alerts were received. Adapter and battery were being used within specification. Infusion device was not dropped or exposed to water or insulin ingress. Insulin occasionally reaches room temperature before cartridge is filled. Insulin cartridge and infusion tubing are changed every 5 days and infusion headset every 3 days. When infusion headset was removed, patient noticed a "lump of insulin" beneath his skin. No bruising or scar tissue was reported at infusion site. Patient did not forget to bolus. Infusion device buttons were functioning as intended. There were no lifestyle changes. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.